Manufacturer narrative:
(B)(4). MFR 3010079947-2018-00061 is a duplicate of MFR 3010079947-2018-00060.

Event description:
It was initally reported that the catheter migrated due to the patient falling and subsequently explanted. MFR 3010079947-2018-00061 is a duplicate report of MFR 3010079947-2018-00060.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter migrated due to the patient falling. The patient experienced increased pain. The catheter was subsequently explanted.